Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the meshgraft ii (00219500100) serial number (B)(6) by a zimmer biomet certified service repair site ¿ flextronics on (B)(6) 2020 revealed that the reported event of the ¿device not cutting implant correctly¿ could not be replicated. However, during investigation, it was found that the roller was discolored. Repair of the device was performed by a zimmer biomet certified service repair site - flextronics on (B)(6) 2020 which included replacement of the following: roller z1195-054 (pn 06001810152, ln 64422174) the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested.. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that a mesh graft doesn't really seem to work properly and has led to intra-operative problems. It was later discovered that the device was insufficiently rolling the implant prior to surgery. No adverse events were reported as a result of this malfunction.